Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: last basal delivery was on (B)(6) 2014 @10:33am. Power interruption is observed from (B)(6) 2014@11:23pm to (B)(6) 2014@9:18pm..2-black box shows 1hr unacknowledged ¿loss of prime¿ due low non-zero force warning on (B)(6) 2014. Tdd add up and equal the basal target. No damage is observed to the cartridge compartment, the cartridge compartment cap has partially stripped threads. The battery cap was able to fit to the pump, but it kept spinning, and it was unable to fasten. Test cap was used during investigation the pump reflected 24u after a 24hr on 1u/h duration test, no ¿loss of prime¿ occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump was repeatedly emitting loss of prime alarms. It was noted that the threads in the cartridge compartment are damaged, resulting in the cartridge cap not being able to be properly secured, and the loose cap resulting in the alarms. The patient has had blood glucose (bg) excursions of over 400 mg/dl with symptoms of nausea, and extreme irritability. The patient has discontinued pump therapy and is giving injections to keep the bg down. This case is being reported because the patient experienced hyperglycemia.